Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will not use our product anymore. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. Customer stated that he had pneumonia three months ago and started nebulizer treatment and so symptoms he was having may not be related to his diabetes. Customer stated he had gone to the hospital that day. Customer's blood glucose test result when at the hospital was 90 mg/dl fasting (glucose meter). Customer stated there was no diagnosis and he did not receive any treatment. No new medications or healthcare program was suggested. Customer was discharged the same day. Customer will discontinue using the truemetrix meter and declined replacement products.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. At the time of the call, the customer reported feeling ill with symptoms of dry mouth, increased thirst and increased urination. Customer was going to go to the doctor. Customer was unable to continue with the troubleshooting process and no further information was able to be obtained.